Event description:
It was reported the revision took place. The sutures around the suture loops had broken. They replaced them with ethibond. The patient has had no further events.

Event description:
It was reported that the health care provider (hcp) attempted to refill the pump and had difficulty locating the refill port. A second hcp tried to locate the port as well, and after palpating and manipulating the pump, the hcp determined that the sutures had broken and the pump had flipped. The patient's status at the time of this report was alive and with no injury/no adverse event. It was noted that a pump revision was planned. The drug delivered in the pump was unknown. Additional information had been requested but was not available as of the date of this report.

Manufacturer narrative:
Product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2011, product type catheter. (B)(4).

Manufacturer narrative:
(B)(4).